Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for non sustained right ventricular oversensing due to myopotential oversensing was observed via a merlin.net transmission. Reprogramming changes were recommended.